Event description:
It was reported to philips that intermittently the system could not emit x-ray. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue occurred during a coronary diagnostic procedure. The procedure was completed as planned by pressing the footswitch again. No harm to the patient or user was reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Troubleshooting determined that the wired footswitch would occasionally fail to respond when pressed. The wired footswitch was determined to be faulty. The fse replaced the footswitch. The footswitch was returned for failure analysis. Analysis found that the footswitch was too dirty to unpack, but visual inspection found a missing anti-slip rubber, paint damage, and very dirty cables. After the footswitch was replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome.